Event description:
It was reported the patient had a sudden loss of therapeutic effect and shaking. The patient turned the implantable neurostimulator (ins) off at night. The morning of this report, the patient turned both sides on and nothing happened. The patient did not feel tingling when the ins was turned on and they were ¿shaking like a leaf.¿ when the patient used the patient programmer they saw a warning screen with a checkmark sync icon and then the screen says on and okay. The patient could tell nothing happened and they do not have symptom relief. The patient had an antenna for the programmer, but they found it was easier to use the programmer without it. The patient had changed the batteries in the programmer and checked the polarity the morning of this report. The patient was unable to change the batteries in the programmer again due to their shaking. The patient had received a second programmer after their ins was replaced in october and they had used the initial programmer without problems. During troubleshooting the patient turned the ins off and back on and they thought they felt a change. The patient stated they would know if there was a change if their speech worsened since their speech worsened when the ins was on. The patient thought the problem was fixed with syncing with the ins and turning stimulation on and off. The patient further stated the keys on the programmer were too small to use when the patient was shaking and the surface was slippery. When the patient was shaking, they had difficulty holding things. The patient had contacted a manufacturing representative and left a voicemail for them. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, serial# unknown, product type: programmer, patient; product ID 3387-40, lot# j0454977v, implanted: (B)(6) 2005, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 37601, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 748251, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID 3387-40, lot# j0444407v, implanted: (B)(6) 2004, product type: lead. (B)(4).